Manufacturer narrative:
The insulin pump had no button response on up arrow button due to corroded keypad traces. No frozen screen noted. The time advanced properly and insulin pump passed displacement test. No back light anomaly noted. The insulin pump was unable to test the low reservoir alarm or perform a bolus delivery due to no button response on up arrow button. The insulin pump had cracked case at display window corner.

Event description:
Customer's mother called to report that the insulin pump has an unresponsive keypad. Customer's blood glucose reading was 105 mg/dl. No significant events leading to the keypad issues were observed. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.